Manufacturer narrative:
Patient identifier - requested, not provided. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when completing the procedure the angio-seal device was used to close the arteriotomy site. All appropriate steps to deploying the angio-seal were conducted. At the point when the anchor is set and you pull back the device to complete the deployment, the tamper tube could not be exposed. The device was cut to expose the suture, pressure was held and the deployment was completed. The patient was reported to be in stable condition. Additional information was received june 17, 2019: the procedure performed was a left heart catheterization using a 6 fr sheath. A micro puncture needle was used under ultrasound guidance. A pre deployment angiogram was performed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.